Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18313.

Event description:
Philips received a complaint from the customer on the v60 indicating that there was misalignment in the touch position. It was reported that there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem in the event log. The pse calibrated the touchscreen, but the issue remained. The pse therefore replaced the touchscreen and confirmed that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The field investigation (fi) technician installed the touchscreen into a pi ventilator to duplicate the reported issue. Visual inspection of the touchscreen revealed no evidence of damage or contamination. The touchscreen was tested, but the failure could not be confirmed or duplicated. The device passed all diagnostics testing.